Manufacturer narrative:
(B)(4).

Event description:
Procedure: right upper lobectomy with 11cm tumor. According to the reporter: surgeon transected all anatomy except for the bronchus and pulmonary artery. Upon firing the egiaustnd with egia60amt, the surgeon noted no noticeable abnormality. Upon examination of bronchus, all staples were straight legged, not a single staple formed a "b". No other reinforcement material was used. Dehiscence of the bronchial stump required a bovine pericardial patch repair that was used to correct the staple formation issue and address the air leak. There was a delay over 30 minutes for the repair. There was no unanticipated issue loss or unanticipated tissue damage. As of (B)(6) 2014, the patient was still in hospital with an air leak, stemming from this issue. It was reported that if the air leak does not resolve, a pneumonectomy will be performed. The last known patient status is that as of (B)(6) 2014, the patient was still in hospital.